Event description:
A malfunction 5 was reported on the pump by the caller, with no notable events occurring prior to the issue. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl (27.7 mmol/l). The pump was not resettable, and cts took action to replace the pump. The customer was informed they would receive a new pump equipped with updated software, and instructions were provided for backup therapy, storage mode, and returning the malfunctioning pump. Cts confirmed the shipping details and instructed the caller on actions needed upon receiving the replacement.